Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that after approximately 10 days of support, the patient disconnected the driveline from modular cable, which stopped the pump for a few seconds. This episode was reportedly a result of depression, abnormal condition of mind, and psychosis. The driveline was immediately reconnected with the modular cable and the pump started running. The patient underwent medication treatment. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Review of the submitted log file data confirmed a pump stoppage that is consistent with the report that the patient disconnected the pump cable from the modular cable. Review of the controller event log file a pump stoppage associated with driveline disconnected and low flow hazard alarms was captured. The pump was subsequently restarted approximately 30 seconds later. Prior to the pump stoppage, the data showed intermittent low flow hazard alarms. After the pump was restarted, the remaining log file data did not contain any further atypical alarms or events. The log file data did not indicate any potential device-related issues. The heartmate 3 lvas instructions for use (IFU) lists psychiatric episode as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and also lists psychosocial issues as a potential late postimplant complication. The IFU also explains how to properly connect the modular cable to the pump cable at the in-line connection. Both the heartmate 3 IFU and patient handbook state to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position, and to ensure no yellow indicator is seen under the locking nut. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.